Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 800 mg/dl and diabetic ketoacidosis. Cause of high bg was not known; however, customer "believes it can be due to other health issues" stating that they had "pneumonia, issues with kidneys, and a mild heart attack". Customer administered a bolus via the pump to address the issue. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 10 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.